Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent moved on the balloon. The target lesion was in the left anterior descending (lad) artery. A 3.0x20mm liberte' bare metal stent had been selected to treat the target lesion. The device had been unpacked and the stent protector had been removed, when the physician noticed that the stent had moved on the balloon. This was noticed outside of the patient and the device was not used. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good."

Manufacturer narrative:
.